Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a hypoglycemic episode while in an active continuous glucose monitoring (cgm) sensor session. The event occurred while the patient was sleeping. The patient¿s spouse was alerted to a low glucose reading via the follower app and attempted to wake the patient but was unsuccessful. Emergency services were contacted. Upon arrival, paramedics performed a fingerstick test, which showed a blood glucose level of 38 mg/dl. At that time, the cgm device was displaying a ¿low¿ reading. The patient was treated with intravenous glucose and regained consciousness shortly thereafter. Following treatment, a subsequent fingerstick test showed a blood glucose level of 100 mg/dl, and the cgm reading was 107 mg/dl. The patient was not transported to the hospital. There was no documentation of further medical evaluation or intervention. At the time of this report, the patient was feeling better. Data has been received but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Data investigation confirmed an alert/notification settings issue as no audio output. The probable cause is phone connected to external audio output device. However, as no specific failure mode was alleged, it could not be determined whether the lack of audio output from the patient's smart device caused or contributed to the hypoglycemic event. Thus, the complaint remains unconfirmed and the probable cause of the alleged event could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).